Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #:382633, batch#:4222721. It was reported by customer that the when inserting an IV catheter, we do not get flash in the catheter or in the hub, it is usually in the plastic catheter that houses the retracted needle. Also, when inserting the catheter, you have to advance the needle more than usual as it can be difficult to advance just the plastic catheter. When you push the button to retract the needle, the needle does not retract. Its like the button sticks, you have to push the button several times to have it retract.

Manufacturer narrative:
Additional information of fa#.